Event description:
Revision surgery- the hip was unstable; may have been due to anti-version of the stem not being in the correct position.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after one month of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this lot number. The root cause for the instability was most likely due to the anti-version of the stem. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.